Manufacturer narrative:
H3: product analysis of the device found that visually, the product was returned in a small zip lock bag. There was no residue or contamination on the handle or the probe. There were traces of striations at the proximal end of the probe. There was a black coating on the probe tip. The continuity check was performed and electrically, the resistance of the entire assembly shall be less than 0.3 ohms and measured 0.3 ohms (within specification). Functionally, the probe was fitted securely into the handle and connected to nim system. There was no reading showed on the monitor (stim1 and stim2 returned showing 0, no stimulus tone heard, and no waveform displayed on the monitor) which would result in reported event. For further analysis, the reference probe was used, and reference probe worked. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, stimulation could not be performed with the nim probe after using the device. The stim return was showing 0, which was indicating that current was not being delivered. Stimulus delivery tone was not heard when attempting to stimulate the nerve. There was no waveform displayed on the monitor when attempting to stimulate the nerve. Stimulation could be performed when a new in-hospital inventory product was used. There was no patient injury.